Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/7/2013 with the following findings: a review of the pump¿s history verified a load step malfunction and a no cartridge detected and loss of prime warnings. Pump powers up and displays ¿verify¿ screen.¿rewind¿ step was performed correctly, but the pump was unable to recognize the cartridge upon the first ¿load¿ attempt. Unable to take the force sensor calibration reading. Pump¿s cover was removed, intermittent connection was found to the force sensor flex due a cracked trace near to the pin.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump dispensed insulin during the load step. The reporter stated she disconnected her son from the pump at skin site, completed the rewind step, and at the load cartridge step, the pump dispensed all of the insulin out of the cartridge and then alarmed ¿no cartridge detected.¿ this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting. There is no indication that the subject meter caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.